Event description:
Manufacturer periodically compares device tracking information to the social security death index for the purpose of updating device tracking data. Manufacturer became aware of pt death during this process and evaluated available information against current procedures. The event did not meet MDR reporting criteria per manufacturer's current procedures. In an effort to obtain additional information regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by manufacturer. Death certificate indicates that pt died in hospital emergency room. Immediate cause of death is listed as seizure disorder. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.